Event description:
Clinical study it was reported that following a coronary artery stenting procedure restenosis was discovered. The lesion being treated in the index procedure was a 79% stenosed, 22.69mm long de novo lesion located in the mid right coronary artery (mid rca). The lesion was treated with predilatation with a 3.25x20mm balloon at 16atms, and successful placement of a 3.0x28mm taxus express2 study stent at 18atms. Post-dilatation was performed 18atms with the 3.25x20mm pre-dilatation balloon. Residual stenosis became 19% timi flow 3. The patient was discharged the next day. About 272 days after the index procedure restenosis was confirmed. Coronary artery bypass grafting was performed the next day. The patient was discharged 27 days later.

Manufacturer narrative:
The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The most probable root cause classification is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.